Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. The customer was replacing the parts for the dim display but needed assistance with a cable not connecting into the switch printed circuit board assembly (pcba). The remote service engineer (rse) provided the customer with a picture of the inside user interface (ui) assembly and showed the connections. It was determined that the customer needed to use the original switch pcba cable that was inside the unit. The customer found the original switch pcba cable and reconnected it to the ui assembly and switch pcba. The customer connected the correct cable between the ui assembly and switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.